Event description:
It was reported that a half day infusor had particulate matter inside the reservoir. The device was filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information available.

Manufacturer narrative:
(B)(4). The lot was manufactured october 15, 2014 ¿ october 17, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be polyester. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.